Event description:
It was reported that initially following system implant the patient experienced some noisy signals around the xiphoid incision site. At the time it was suspected that it was due to a possible connection issue or electrode migration. The system was left in service until the patient could be seen with the clinic. Recently, the patient developed an infection and the entire system was explanted. No additional adverse events were reported.

Manufacturer narrative:
This supplemental report was filed to provide information that this device was subsequently explanted due to infection.

Event description:
It was reported that the day following sicd implant procedure there was noisy signals that came from the xiphoid incision. It was discussed that it was possibly due to a possible connection issue and the electrode had migrated. At this time, the system will be left in service until the patient can be seen in the clinic. No adverse events were reported.